Manufacturer narrative:
Investigation found a tear in the exposed portion of the soft cannula. During fluid path testing, fluid was observed leaking through the tear. Although the soft cannula was damaged, the timing and cause of the damage are unknown. The exact cause of the reported leaking during wear could not be determined. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level was greater than 250 mg/dl while wearing the pod between 37 and 48 hours on the leg. The pod was reportedly leaking insulin and the infusion site was bleeding. Hyperglycemia treated with a new pod.